Event description:
Customer called to report the pump's driver arms were loose and were not pushing the insulin. It stated that the pump was tested and the driver block was loose. Customer was not on the pump at the time of the call. Device was not dropped, bumped, or exposed to moisture.